Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital due to high blood glucose levels. The issue started that morning when she woke up with a blood glucose level of over 600 mg/dl. She took a manual shot and went to work. However, she was feeling worse and worse as time went on. She ended up going to the hospital. The device was not returned.